Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There is no medical device type for this device as we don't know the catalog #, and therefore we don't know what the product is. PMA / 510(k) #: there is no 510(k) for this device as we don't know the catalog #, and therefore we don't know what the product is. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that some proteomics tubes had the mechanical separator launch prematurely.